Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use blood backflow occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, the medical staff found that the patient was using the no. 24 indwelling needle which had showed obviously blood returning. After sealing the tube again, it was the same situation, and the catheter was removed and replaced.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8358951. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that during use blood backflow occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, the medical staff found that the patient was using the no. 24 indwelling needle which had showed obviously blood returning. After sealing the tube again, it was the same situation, and the catheter was removed and replaced.